Event description:
Information received from a patient reported that they were still having drainage out of the implant site. The patient was put on "a real strong antibiotic" three days prior to the date of this report at their post-operative appointment. The patient and their healthcare provider (hcp) were going to continue to watch it for a little bit; however, the hcp mentioned that they would have to explant the device if an infection were to occur. It was noted that the hcp took two blood tests to monitor the patient's white blood cell count. The patient commented that they didn't want to lose their device as it had been giving them quite a bit of relief. No further information was provided regarding the outcome of this event. Indications for use are spinal pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.